Event description:
It was reported that the pump exhibited downstream occlusion.there has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated during functional test; the downstream sensor failed calibration. The downstream occlusion sensor was found to be faulty and the cause of the reported issue. For corrective action the downstream occlusion sensor was replaced; the upstream sensor was also replaced as preventative measure due to multiple alarms found in the ehl. The root cause was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).